Manufacturer narrative:
The hill-rom technician found the nurse call not working due to a broken pin on the end of the communication cable that connects to the nurse call system. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009-2014. It is unknown if the facility performed any preventative maintenance on this bed. The technician replaced the communication cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the nurse call would not work. The bed was located at the account on the 11th floor. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).